Event description:
It was further reported that the spectra device was removed on an unknown date due to infection.

Event description:
It was reported that the spectra penile prosthesis was removed due to an unspecified reason. Another ams700 device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The explant date was previously reported as 02/19/2015; however, further information indicated that the device was explanted on an unknown date.